Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that fluid leak occurred. A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not be inserted as the resistance was extremely high. A pressure pump was used to apply a pressure of 2 for a slight test and found that there was contrast medium leakage at the front end, on the balloon side. The procedure was completed. No complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the device identified multiple kinks along the hypotube shaft. A detailed microscopic examination of the balloon material identified no damages. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner lumen was stretched and prolapsed, 4.8cm from the tip. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be loaded on a 0.014 guidewire due to the damage on the inner wire lumen. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres; however, pressure was unable to be maintained as inflation liquid was seen coming from the tip of the device due to the stretched and prolapsed inner wire lumen. Three photos were provided for review and analyzed by a bsc quality technician. One photo was of the packaging for a 3.50x10mm wolverine device; one photo depicted the inflation liquid coming from the distal tip of the device; and the final photo was a close up of the wolverine device.

Event description:
It was reported that fluid leak occurred. A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not be inserted as the resistance was extremely high. A pressure pump was used to apply a pressure of 2 for a slight test and found that there was contrast medium leakage at the front end, on the balloon side. The procedure was completed. No complications were reported.